Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient had broken the pump and also that the patient had lost confidence in the pump and insisted the pump be replaced. No further information was provided. Customer technical support made multiple attempts to obtain additional information, without success. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2015 with the following findings: a review of the black box indicated data from (B)(6) 2014. The data from the time of the alleged incident was unavailable for review due to continued pump use. A review of the available data indicated loss of prime warnings had occurred. Visual inspection revealed that the battery compartment was cracked. The pump powered on normally and successfully completed a rewind, load, and prime sequence and a 24 hour duration test with no issues occurring. The force sensor calibration was within required specifications. The pump casing was removed and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.